Event description:
The patient developed an infection in her lumbar region at the incision where the catheter was placed. Patient symptoms included redness. Perioperative antibiotics had been administered. The patient was treated with oral antibiotics. No cultures of the site were obtained. The infection resolved. The patient did not develop meningitis. The pump was used to deliver dilaudid. The patient did not have drug withdrawal symptoms.